Event description:
A peritoneal dialysis (pd) patient reported to fresenius post market surveillance (pms) that a fluid leak on (B)(6) 2021 during an unknown phase of their pd treatment. The patient stated that they were about halfway through their pd treatment when they discovered the top of the blue push pin was broken and had fallen out. The patient stated fluid was leaking from the damaged blue push pin. The cause of the event was unknown. The patient stated that there were no other issues with the other supplies used on the day of the reported event. The patient confirmed there were no issues with their catheter. No fluid came in contact with the cycler during the reported event. Additionally, the patient could not confirm if the cycler alarmed during the reported event. After the leak was discovered, the patient cancelled treatment and completed a manual drain. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used during the event was discarded and not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius post market surveillance (pms) that a fluid leak on (B)(6) 2021 during an unknown phase of their pd treatment. The patient stated that they were about halfway through their pd treatment when they discovered the top of the blue push pin was broken and had fallen out. The patient stated fluid was leaking from the damaged blue push pin. The cause of the event was unknown. The patient stated that there were no other issues with the other supplies used on the day of the reported event. The patient confirmed there were no issues with their catheter. No fluid came in contact with the cycler during the reported event. Additionally, the patient could not confirm if the cycler alarmed during the reported event. After the leak was discovered, the patient cancelled treatment and completed a manual drain. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used during the event was discarded and not available for return to the manufacturer for physical evaluation.